Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer reported that the reservoir compartment opening broke away. The customer reported that the reservoir window also had a crack. The customer's blood glucose was 60 mg/dl at the time of incident. The customer stated that the drive support cap was possibly flush. The customer stated that the drive support cap had damage. The customer stated that the end cap was also damaged. The customer stated that the insulin pump was not dropped or bumped. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will not be returned for analysis.